Manufacturer narrative:
A steris service technician arrived onsite to inspect the lighting system and observed that the components to the handle of their lighting system were loose and hanging from the light. User facility personnel informed the technician that there was no one in the room when the components detached. The technician further inspected the lighting system and found that the external retaining ring that secures the handle was no longer in place which caused the outer and inner hub to become loose. The technician re-secured the retaining ring and hubs, tested the lighting system, confirmed it to be operating according to specification, and returned it to service. A 3-year complaint review indicates this to be an isolated event. No additional issues have been reported.

Event description:
The user facility reported that the handle to their harmony air a-series surgical lighting system was loose and not functioning properly. No report of injury or procedure delay.